Event description:
Primary disease: kyphosis with lcs t7-s2 (alar-iliac screw). Hook on each side of th7 and on the left side of th8, 9. Ps for the rest of vertebrae. It was reported that the patient underwent th7-s2 anterior-posterior fusion for kyphosis. On an unknown date, post-op, after about six months from the initial surgery, a left rod at l4-5 and a right rod at l3-4 were confirmed broken. The patient reportedly heard the sound of the rods break, but complained of no nerve pain. The revision surgery is to be conducted on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): this device is not approved for sale in USA but a similar device with catalogue#1553201035 and 510k# k113174 is approved for sale in USA. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.